Event description:
Mobilit cup revision after approximatively 1 year and 6 months due to infection.

Manufacturer narrative:
Per 4103 - final report. Following feedback on (B)(6) 2021, the surgeon indicated that the link between the devices and the event is excluded and based on that no other information will be provided. As the appropriate device details were not provided, the relevant device manufacturing records and the sterilisation certificates have not been identified and reviewed. As the implantation was in november 2016, we can confirm that the devices were manufactured by tornier sas (wright medical). Based on this, this case is now considered closed. This failure mode will be monitored via annual trending. Should any additional information be provided, this record may be reopened. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totaly excluded. Please note: the submission of this report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including lot numbers of the parts and cause at the origin of the infection have been requested to the reporter. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and will be reviewed when the appropriate device details will be communicated. Conclusions will be provided in a supplemental report. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totally excluded.

Event description:
Mobilit cup revision after approximatively 1 year and 6 months due to infection.